Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of audio beep anomaly, button error, unexpected restart, and external ram crc error, displayable history crc check failed at startup and priming anomaly from the insulin pump. The customer's blood glucose reading was 254 mg/dl. The customer stated that a constant tone appeared when she was sleeping. The customer found unexpected restart, external ram crc error and displayable history crc check failed at startup in the alarm history. Customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no alarms noted and no audio/beep anomaly or no constant tone during testing. The pump alarmed in the history due to corrupted history file. All buttons functioned properly no damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. No cosmetic damage noted.